Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported that two consecutive blood leaks occurred during a patient¿s hemodialysis (hd) treatment. The leaks were noted to be coming from the blood pump area. The bloodlines were replaced after the first leak occurred, and the blood pump then ¿ripped¿ a second set of lines. The patient¿s treatment was subsequently terminated. Additional information was provided upon follow-up with the cm. The cm confirmed there were two separate bloodlines that leaked on the machine during the same treatment. It was determined that the leaks were caused by a defective blood pump rotor on the 2008t machine that was being utilized. The rotor had a loose white cap on one of the pins. Approximately one hour and forty-five minutes after the start of this patient¿s treatment, the machine alarmed with an air detector message. The staff noticed blood leaking from the tubing segment that sits in the blood pump. There were no unusual noises coming from the blood pump rotor. The treatment was stopped, and the patient's blood was returned from the arterial side only. The patient experienced approximately 200 ml of blood loss. When the bloodline was removed from the machine there was visible damage on the tubing. The patient was re-setup with new supplies and their treatment was resumed. Approximately fifteen minutes later, the staff noticed air bubbles in the circuit and saw blood leaking from the same area as before. The treatment was stopped, and the patient's blood was returned from the arterial side. This time it was estimated that only 100 ml of blood loss occurred. There were no alarms from the machine the second time it happened. The patient declined further treatment. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported events. The machine was removed from service for evaluation. When the bloodline was removed, damage was noted on the tubing again. Upon evaluation of the machine, the biomed realized the blood pump rotor had a loose cap on one of the pins which likely damaged both of the combi sets during the patient¿s treatment. The blood pump rotor was replaced, and the machine was returned to service. The serial number of the machine was not documented and therefore couldn't be provided by the cm. The sample was not available to be sent back for evaluation.

Event description:
A user facility clinical manager (cm) reported that two consecutive blood leaks occurred during a patient¿s hemodialysis (hd) treatment. The leaks were noted to be coming from the blood pump area. The bloodlines were replaced after the first leak occurred, and the blood pump then ¿ripped¿ a second set of lines. The patient¿s treatment was subsequently terminated. Additional information was provided upon follow-up with the cm. The cm confirmed there were two separate bloodlines that leaked on the machine during the same treatment. It was determined that the leaks were caused by a defective blood pump rotor on the 2008t machine that was being utilized. The rotor had a loose white cap on one of the pins. Approximately one hour and forty-five minutes after the start of this patient¿s treatment, the machine alarmed with an air detector message. The staff noticed blood leaking from the tubing segment that sits in the blood pump. There were no unusual noises coming from the blood pump rotor. The treatment was stopped, and the patient's blood was returned from the arterial side only. The patient experienced approximately 200 ml of blood loss. When the bloodline was removed from the machine there was visible damage on the tubing. The patient was re-setup with new supplies and their treatment was resumed. Approximately fifteen minutes later, the staff noticed air bubbles in the circuit and saw blood leaking from the same area as before. The treatment was stopped, and the patient's blood was returned from the arterial side. This time it was estimated that only 100 ml of blood loss occurred. There were no alarms from the machine the second time it happened. The patient declined further treatment. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported events. The machine was removed from service for evaluation. When the bloodline was removed, damage was noted on the tubing again. Upon evaluation of the machine, the biomed realized the blood pump rotor had a loose cap on one of the pins which likely damaged both of the combi sets during the patient¿s treatment. The blood pump rotor was replaced, and the machine was returned to service. The serial number of the machine was not documented and therefore couldn't be provided by the cm. The sample was not available to be sent back for evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, the complaint investigation found objective evidence indicating a product problem had occurred. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.